Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the hospital to have a kidney transplant. While in the hospital, the customer experienced high blood glucose. The customer was wearing the insulin pump at the time of the elevated blood glucose levels. The reported blood glucose reading was 120 mg/dl. Troubleshooting was performed. The insulin pump alarmed no delivery during priming. Nothing further was reported.